Event description:
Information was received that the patient's generator was replaced due to prophylactic replacement. The explanted generator has not been received into analysis to date.

Event description:
It was reported via clinic notes that the patient has had increased frequency of generalized tonic-clonic seizures. The vns stimulation was decreased and the physician noted that the generator gives less stimulus as it gets near the end of the generator life. Diagnostics were reported to be normal. No surgical intervention has been reported to date. No additional relevant information has been received to date.